Event description:
It was reported that the right ventricular (rv) lead had high impedance and a possible fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products. D314drm, bi-ventricular implantable cardioverter defibrillator, 2012-(B)(6). (B)(4).